Manufacturer narrative:
The product has been received for analysis. Additional information has been requested. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the right atrial (ra) lead was revised due to observed effusion and patient discomfort. During the lead revision, the ra lead handling became unresponsive due to a suspected coil fracture. To resolve the issue, the lead was explanted and a new ra lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the right atrial (ra) lead was revised due to observed effusion and patient discomfort. During the lead revision, the ra lead handling became unresponsive due to a suspected coil fracture. To resolve the issue, the lead was explanted and a new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection and electrical test confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.